Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05250.

Manufacturer narrative:
Evaluation codes: results the complaint for no stimulation was confirmed. The lead body segments were returned incomplete approximately 50 cm and 51 cm. Microscopic inspection one of the lead body segment revealed a kink with multiple internal wires broken at approximately 17 cm. It appears the breakage in the lead segment is due to overstress conditions while the lead was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05250.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.